Event description:
One bag as disassembled in the packaging, one bag separated during use.

Manufacturer narrative:
We received a single complaint that a bag had become disassembled during use. We sent our sales rep into the hospital to retrieve the sample and check their inventory. During this inspection we found a bag disassembled in the packaging. We also found one device from a recall conducted in 2010. There was no adverse event and no pt harm associated with any of the separation failures. (B)(4). Based on this review and the presence of units from a past recall in the hospital we decided we would perform an inventory check to remove any devices remaining from the recall in 2010 and to identify and remove any that had the current mode of failure. As this review could be done without ever opening the bag we felt it could be done with no disruption to the facilities that had inventory. We identified the lots involved based on a move of the assembly line and subsequent lack of the operators performing a required 100% inspection which was part of the operating instruction for assembly. Below are the summarized results. The raw data is available for review upon request.